Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus. (B)(4) checked the subject device and found the following. The angle of down direction did not meet specification due to wear of the angle wire. The adhesive of the bending section rubber was detached. The insertion tube had corrosion. The control section was deformed. The endoscope connector was deformed. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of multiple microbiological testing by the user facility, following microbes were detected from the sample collected from the subject device. First time: (B)(6) 2021. Pseudomonas aeruginosa (>100 cfu), escherichia coli (10-100 cfu). Second time: (B)(6) 2021. Pseudomonas aeruginosa (>100 cfu), enterobacter cloacae (<10 cfu). Third time: (B)(6) 2021. Pseudomonas aeruginosa (>100 cfu), enterobacter cloacae (10-100 cfu). Other detailed information such as the reprocessing method was not provided. There was no report of infection associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to olympus medical systems corp. (Omsc) but was returned to olympus australia (oaz). Olympus requested the user to provide the information regarding reprocessing for three times, however the user did not provide, and olympus could not obtain it. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Since the relationship between the reported event and the subject device could not be determined based upon the information from the user and oaz, the exact cause of the reported phenomenon could not be conclusively determined. If additional information is received, this report will be supplemented.